Manufacturer narrative:
Block h6, device code a0401 is being used to capture the reportable event of suture break.

Event description:
This report pertains to the second of two overstitch 2-0 polypropylene sutures used during the same procedure. It was reported to boston scientific corporation that an overstitch 2-0 polypropylene suture was used during a procedure on (B)(6) 2025. During the procedure, the suture broke when it was time to cinch. The same issue happened with a second suture. The procedure was completed with a new overstitch suture. There was no patient complications reported as a result of this event.